Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. This report was originally filed as mfg. Report num. 1119421-2019-01924. (B)(4).

Event description:
A consumer reported that immediately following an intraocular lens (iol) implant procedure, he developed iridodesis with significant positive dysphotopsia as a result of the implanted iol. Medical assessment confirmed wobbly iris, and medical interventions to date have been ineffective in reducing symptoms. No further options for treatment seem to exist. Additional information has been requested. Additional information was provided indicating that the problem has not resolved.